Event description:
Customer reported being hospitalized for low blood glucose. Customer stated they were cleaning up after a yard seal which was an unusual amount of activity for their when they found themselves confused and lost. They tested their blood glucose it was low. Customer called for assistance in changing set, customer connected set to body prior to escaping from manual prime allowing prime insulin int body. Customer is legally deaf and is not familiar with priming process. Troubleshooting was performed and pump appeared to be operating normally.